Manufacturer narrative:
Arjo was notified about an incident involving arjo maxi move passive floor lift and passive clip sling. Assistant director of care stated that during transfer from a bed to a wheelchair both leg clips detached from the spreader bar attachment points (lugs). The patient slipped out of the sling to the floor and sustained a laceration to the head and eye bruising. The patient was taken to emergency room and returned home the same day. After the incident arjo representative visited the customer to provide an interview and conduct a device inspection. No abnormalities with the sling nor the lift were reported. Following information collected, at the time of the reported detachment the patient was anxious with his restless legs. Customer stated that before transfer it was checked by the caregiver whether the clips were properly attached. Based on a product knowledge and previously made simulations we can state that a sling clip can detach when it is in an unstable position or not under tension. It seems likely that due to the patient¿s anxious movements, the clips might have been accidentally pushed by the patient¿s legs. The instruction for use for the passive clip slings (IFU 04.sc.00) provides warnings and actions that can be carried out to prevent situation reported from occurring: ¿at any time, if the resident becomes agitated, stop transferring/transporting and safely lower the resident¿ ¿residents with spasm can be lifted, but great care should be taken to support the resident¿s legs¿ ¿to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process.¿ to sum up, arjo floor lift and clip sling were used as a system for a patient transfer when the clips detached and from that perspective system did not meet its performance specification. We decided to report this complaint to the competent authorities due to the clip detachment during use.

Manufacturer narrative:
After the incident arjo representative visited the customer to conduct a device inspection. No malfunction with the maxi move lift, or sling was reported. They were in a good condition. Additional information will be provided in a follow-up report upon the investigation conclusions.

Event description:
Arjo was notified about an incident involving arjo maxi move lift and passive clip sling. It was reported that during transfer from a bed to a wheelchair leg clips detached from the spreader bar attachment point. As the consequence of the event the patient slipped out of the sling to the floor, and sustained laceration to the head and eye bruising. The patient was taken to emergency room, and returned to the facility the same day.